Event description:
On (B)(6) 2011 pt's wife/caregiver called the home infusion company to report the tpn bag her husband was infusion had a volume remained of about 300 ml on (B)(6) 2011 and 500 ml on (B)(6) 2011. Pt was to receive 4000 ml over 16 hours. The pump history did not reveal a reason for the residual volumes left in the bag. The pumps were returned to hospira. Same pt referred to in (B)(4).